Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported lack of ultrasound. Timing of the event and patient impact are unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
Additional information: based on information received following submission of the initial report, this event does not meet criteria for reporting.

Event description:
The customer indicated the lack of ultrasound occurred during setup for surgery. There was no patient involvement.